Event description:
This lead was capped due to noise which caused inappropriate shocks. Impedance at implant was 635 and was 384 before being capped. Another ICD lead was implanted. Should more info become available, this report will be updated.